Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recr0283 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported at 14:00 on (B)(6) 2020, because of the need for long-term parenteral nutrition support, the head nurse performed PICC catheterization for the patient. Considering the difficulty of venipuncture of the upper extremity (have 2 catheterization history), he chose the right external jugular vein puncture place tube. If the catheterization of the peripheral vein fails this time, consider the vein incision and catheterization later, and the family members understand. After the disinfection of the right neck, the indwelling needle was successfully punctured for one time. After the vascular sheath was inserted, it was difficult to pull out the guide wire when pulling out the conventional guide wire. There was a feeling of pulling. Immediately press the puncture point. Position the child and pull out the guide wire. Examination of the guide wire revealed that the head end was incomplete, and x-ray examination showed "there is a guide wire left in the right neck". In the emergency department, "venous foreign body removal" was performed. At the same time, considering the difficulty of peripheral venous catheterization, after communicating with the children's family, "venous incision PICC catheterization" was also performed. After perfecting all preparations, he joined the operating room at 16:03. The residual guide wire was removed during the operation, and the PICC catheter was inserted through the internal jugular vein. The operation was successful and returned to the ward at 18:47. During the operation, x-ray examination was performed during the operation to locate the catheter and confirm that there was no guide wire left in the neck. At present, the vital signs are stable and there is no vomiting or abdominal distension. The neck surgical incision dressing is dry and clean, and nutrition support treatment is continuing.